Event description:
A pt reported experiencing inaccurate high results with a otp meter. The pt's blood glucose results were 153mg/dl, 105mg/dl. Tests were done within < 10 minutes with a difference of 33%. Pt did not experience any adverse events. No further info has been reported.